Event description:
(B)(4).

Manufacturer narrative:
Document review: mectalif anterior peek lumbar cage 27x35x12: ref 03.30.027 / lot 125067 ((B)(4) devices produced and 1 already sold without any issue reported). All parameters were found to be in accordance with the specifications valid at the time of manufacturing. Mectalif anterior trial cage 27x35x12 - reusable instrument: ref 03.30.10.0521 / lot 1410844 ((B)(4) devices produced and 21 currently used in the world). All parameters were found to be in accordance with the specifications valid at the tine of manufacturing. The retrieved items have been inspected without finding any discrepancy compared with the drawings. From the data collected and the information received, the even is likely related to the feelings of the surgeon rather than to issues with the products.